Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) reported to technical support engineer (tse) that the universal surgical manipulator (usm) 2 had an invalid cannula error message observed. The customer tried different cannulas with no change, and it was confirmed the other usm's recognized all the cannulas with no problem. The tse walked the customer through a hard power cycle on the patient side cart (psc) with no change. The procedure was converted to laparoscopic procedure and additional ports were added.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. They replaced universal surgical manipulator (usm2). The system was tested and verified as ready for use. The universal surgical manipulator (usm) was received for failure analysis. Logs confirmed a cannula sensor error occurred in the field. Upon visual inspection, no physical damage was found. The usm cannula is invalid message was triggered, replicating the reported event. The usm was installed on a testing platform where check cannula was found to be failing. The cannula mount and axes controller spar cannula (acsc) were verified to be the source of the fault.